Manufacturer narrative:
Results code 1 updated. Conclusions code 1 updated. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of type ii endoleak identification is unknown, and as the date of coil embolization is unknown, but was reported as early (B)(6) 2020, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a type ii endoleak, originating from the patient's lumber artery, and aneurysm enlargement (amount unknown) were observed. In early (B)(6) 2020 a coil embolization was performed to treat the type ii endoleak. The patient tolerated the procedure.